Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007 the patient presented with pre operative diagnosis of degenerative disc disease. Back pain, post laminectomy syndrome. Probable non union l5-s1 and underwent: exploration of fusion, removal of hardware at l5-s1, lateral foraminectomy at l4-5 on the left with transforaminal lumbar interbody fusion on the left at l4-5, using a 7x25 spacer at 3-4, the same procedure, using an 8x25 spacer. Posterior fusion, l3-4, l4-5, l5-s1. Instrumentation l3-4, l4-5, l5-s1. As per op notes: "a 7mm spacer was used. Therefore, a 7mm cage was ordered, with a 25 length. This was packed with rhbmp-2/acs. Prior to placing that in, we placed some rhbmp-2/acs anteriorly and off to the right, followed by some local bone, followed by the 7x25 device with rhbmp-2/acs in it." "We then used graft in solid blocks,and wrapped that with the rhbmp-2/acs, put a place between l3-4 and l4-5, overlapping that down to l5-s1. We then followed that with some local bone and demineralized bone matrix." Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.